Manufacturer narrative:
(Calcified arteries), (re-deployment after backdown). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician untrained in the use of the prostar device, attempted suture placement in the common femoral artery for post-procedure arteriotomy closure using the pre-close technique. Reportedly, only 2 out of the 4 needles deployed as expected. The 2 visible needle tips were harvested and 1 suture was positioned. The handle was backed down in an attempt to re-deploy the other 2 needles. After much manipulation and multiple attempts, the device was re-deployed. The procedural sheath was removed and hemostasis was achieved with the 1 previously placed suture. The interventional valvuloplasty procedure was completed. At an unspecified time later, the pt experienced an ischemic leg. The elderly pt expired 24 hours post procedure of his underlying cardiac condition. No info. Was received regarding treatment of the ischemic leg. Though requested, no additional info. Was available.